Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: organ perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of shortness of breath/dyspnea. The indication for implantation was extensive bilateral pulmonary emboli and respiratory compromise. The filter was implanted via the patient's right internal jugular vein. An inferior venacavogram was done. It reflected one inferior vena cava (ivc) with normal caliber, no intracaval thrombus was evident and the location of the renal veins were identified. The filter was deployed into the infrarenal area of the inferior vena cava (ivc). After deployment an inferior venocavogram showed the filter was in a satisfactory position. The right internal jugular triple lumen catheter was sutured to the skin and dressed appropriately. All three lumens demonstrated appropriate blood flow and blood return. The patient tolerated the procedure well. There were no immediate complications. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc) and perforation of filter struts into organs. The patient became aware of the reported events approximately ten years and five months after the index procedure. The patient continues to experience anxiety/worry.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs, approximately ten years and five months post implant. The patient also reported anxiety related to the filter. According to the medical record the indication for the filter implant was extensive bilateral pulmonary emboli and respiratory compromise. The filter was placed via the right internal jugular vein and deployed into the infrarenal area of the ivc. A pre-deployment venocavagram reflected one ivc with normal caliber, no intracaval thrombus was evident and the location of the renal veins were identified. A post deployment venocavogram showed the filter was in a satisfactory position. The sheath was then removed over a guidewire and a triple lumen catheter was then inserted over the guidewire. The right internal jugular triple lumen catheter was sutured to the skin and dressed appropriately. All three lumens demonstrated appropriate blood flow and blood return. The patient tolerated the procedure well. There were no immediate complications. The product remains implant and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without images available for review the reported events could not be confirmed or further clarified. Anxiety is an emotion characterized by an unpleasant state of inner turmoil, often accompanied by nervous behavior, somatic complaints, and rumination. The physiological symptoms of anxiety may include, but are not limited to neurological, respiratory, cardiac, muscular, and cutaneous. These symptoms of anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.